Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: this product has experienced fluid retention during use. (B)(4) units are affected. Additional information received from the customer: please confirm how many mz10000 china (maxzero) products were confirmed to be blocked in this way? = approximately (B)(4). Please clarify whether the fault was identified during priming or during infusion? If during infusion, how long? = during infusion, no issues upon connection; problems emerged after one or two days of use. Please confirm the method of administration via the maxzero product when the occlusion occurred (i.e., manual syringe, gravity flow, or via an infusion pump)? = infusion set. Please provide details of the product(s) used to access the maxzero component? (Type of product, brand/manufacturer, model, etc.) = b. Braun infusion set. Please confirm what fluid was being administered at the time of the event? = both oncology drugs and general fluids were used. Please confirm if any physical damage or deformity was observed to the maxzero component(s)? = none.

Manufacturer narrative:
Investigation result: eight mz1000 china devices were received for investigation; seven samples were received without packaging and one sample was received in open packaging from lot 25025396. The customer reported that "during product use, liquid flow stoppage occurred", and confirmed the affected lot was 25017218. Additional information noted that "no issues upon connection; problems emerged after one or two days of use" and it was when used with "b. Braun infusion set". No further information was available to clarify whether the sample received from lot 25025396 was also affected or not. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe, and in all instances, no occlusion or restriction of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25025396 & 25017218 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information.